Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation following implant, the device was found in backup vvi mode. Reprogramming resolved the issue and there were no patient consequences.